Event description:
Error message regarding dsm control issue/internet during emu monitoring. Procedure at the time was surgical eeg placement and emu admission.

Manufacturer narrative:
Follow up report 002 ref to natus complaint # (B)(4). The customer has confirmed the affected item is part 515-005500f, description: cortical stimulator control unit-fixed. This part is related to our establishment: natus neurology incorporated, 3150 pleasant view road middleton, wi 53562. Registration number: 3010611950. Report 3010611950-2025-00002 will be generated to capture the full investigation details for this part.

Manufacturer narrative:
Follow up report 001 ref to natus complaint (B)(4). Corrected section d1. And d2a. With device description 'natus neuroworks ceeg' as this was noted in the related report# 2200310000-2024-8002 that was sent by the customer. Corrected section d4 for device infomation by removing reference to (B)(4), lot 20813 and UDI#(B)(4). As the customer did not confirm the affected item information or respond to follow up attempts that were made. Per (B)(4). Rev 79 eeg/psg risk analysis: hazard 5.6 - application software (neuroworks) malfunction prevents data acquisition effect (harm): delayed diagnosis - with no clinical effects. The hazards identified have rba rating of negligible and are deemed broadly acceptable. These risks have been reviewed to determine if any further control measures may be implemented so as to further reduce the risk as far as possible. Risk outweighed by benefit of use of device. No related capas. Technical support sent the adverse event questionnaire to the customer and additional follow up attempts to obtain further information. No further follow up action has been recorded or cross referenced in this complaint for at least 45 days since the customer was last asked to return the ae questionnaire. The customer has not responded to any additional attempts or to confirm if this issue is ongoing. Review of customer's account found no additional related calls. The affected product was not confirmed or returned. Investigation result code: neuro sbu/no response from customer. Complaint will be included in trending data for further review.

Event description:
Error message regarding dsm control issue/internet during emu monitoring. Procedure at the time was surgical eeg placement and emu admission.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). A questionnaire has been sent to the customer. Further investigation to be carried out.

Event description:
Error message regarding dsm control issue/internet during emu monitoring. Procedure at the time was surgical eeg placement and emu admission.